Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples (of the incident lot) from bd inventory and no issues were observed pertaining to damage to the tube. Additionally, the customer sample was tested and no issues relating to tube breakage was observed during or after centrifugation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that paxgene® blood rna tube broke during centrifugation. No serious injury or medical intervention reported.